Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate drainage during a procedure performed on an unknown date. During the procedure, an attempt was made to place the stent for drainage. However, it was deployed entirely into the pseudocyst. The procedure was completed by replacing an using a non-boston scientific device. There was no information provided regarding the patient condition at the end of the case.

Manufacturer narrative:
Block b3: the date of event was not provided. However, since the medwatch form indicates feb-2026 as the event date, february 1, 2026, will be taken as the reference date for the date of event. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The device was not returned for analysis; therefore, a technical analysis could not be performed. Without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device/media analysis: the complaint device was not returned; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent positioning issue is noted within the IFU as a possible adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the event of "stent positioning issue" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block b3: the date of event was not provided. However, since the medwatch form indicates feb-2026 as the event date, february 1, 2026, will be taken as the reference date for the date of event. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: the product investigation results are not yet complete at the time of submission of this report. A supplemental report will be submitted once completed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate drainage during a procedure performed on an unknown date. During the procedure, an attempt was made to place the stent for drainage. However, it was deployed entirely into the pseudocyst. The procedure was completed by replacing an using a non-boston scientific device. There was no information provided regarding the patient condition at the end of the case.